Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2020 and the patient was reimplanted with a new device during the same surgery. This report is submitted on march 2, 2020.

Manufacturer narrative:
This report is submitted on december 2, 2019.

Event description:
Per the clinic, the patient experienced facial nerve stimulation with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device currently remains insitu.